Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. The device history record (DHR) of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the tube was detached from the prong while in use. Thus, it was replaced by a new one." There was no patient injury reported. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Received for evaluation was one sample of product code 1104 (cannula, over-the-ear w/flared nasal pron) provided by the customer. From visual inspection of said device, it can be observed that the tube is disconnected from one side of the cannula. The complaint is confirmed however the root cause cannot be established at this time. A non-conformance is opened to further investigate this issue.

Event description:
Customer complaint alleges "the tube was detached from the prong while in use. Thus, it was replaced by a new one." There was no patient injury reported. Patient condition was reported as "fine".